Event description:
A pt reported experiencing inaccurate high results with a one touch basic meter. The pt's blood glucose results were 120 compared to the labs 90mg/dl. Tests were done within 10 mins. Pt reported that, "they did the test 3 times in a row and the readings were all out of range 74, 74, 75(79-105)." Pt did not experience any adverse events. No further info has been reported.